Event description:
It was reported to philips that the device gave an error stating ¿please wait¿ before the system halted. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a ¿please wait¿ error in system. Upon functional testing, the fse checked the system error logs and review of log file showed data model error. The philips engineer recreated the ippc disk. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.